Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain indicating that the patient was unable to recharge or use the patient programmer. They had not been using stimulation as "pain better." It had been months since last recharge. There was a possible overdischarge. The rep knew this was a second overdischarge for the patient but suspected that it may have been a third because end of service was seen. The rep was going to email a data file to the manufacturer to look for overdischarge occurrences but the computer she put the file onto could not send email. The rep was to try again on a different computer. It was later confirmed that there were three overdischarges on this battery. The patient was scheduled to be seen on (B)(6) 2015. It was reported that the rep saw the patient on (B)(6) 2015 for the overdischarge. It was noted that the patient was in end of service (eos) but no replacement had been scheduled at the time. Additional information has been requested regarding interventions and outcome but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.